Event description:
It was reported that the pulse generator had exhibited a possible malfunction. The device was explanted and replaced during a lead revision procedure. No additional information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please correct this report 2017865-2015-00961, this event should not have been reported as a medical device report (MDR) as the device was electively replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the elective removal of the device did not indicate a malfunction, did not cause a serious adverse event, and is not likely to cause serious injury upon recurrence.